Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the cap piercer blade to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a low glucose (gluh) and total bilirubin (tbil) patient result on their unicel dxc 660i synchron access clinical system. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event.